Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, prior to docking the patient side cart (psc), the surgeon took down adhesions with a handheld laparoscopic scissor instrument. The surgeon was using the green monopolar energy cord with the foot pedal to activate monopolar energy to the instrument. The laparoscopic instrument was not working as intended. It was reported that the energy connection was intermittent, causing increased bleeding. The surgeon attributed the event to the energy issue with the green monopolar energy cord. The monopolar settings were set to cut 30 and coagulation 30. The surgeon indicated that the lives of the green monopolar energy cord were unknown and the customer does not monitor them regularly. Approximately 500ml of blood loss occurred prior to docking the psc. The surgeon then placed two da vinci ports and successfully docked the psc. Once docked, the bleeding was controlled with a vessel sealer extend (vse) instrument and another bipolar instrument. The procedure was completed robotically with no complications or errors. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the system logs was performed and no related system errors were found.